Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
The doctor confirmed rupture of right implant confirmed by MRI scan. The implants have been removed.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on radius and underweight. A visual and microscopic analysis was performed which identified sharp opening on posterior, sharp opening on posterior due to a surgical impact opening, for the stress mark in the shell, wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact opening; a sharp opening on posterior due to an unidentified (tear) opening.

Event description:
The doctor confirmed rupture of right implant confirmed by MRI scan. The implants have been removed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The doctor confirmed rupture of right implant confirmed by MRI scan. The implants have been removed.